Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was removed from service due to oversensing and fracture. A new rate sense lead model 4269 was implanted.